Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that brief sensor issue occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient experienced symptoms of frequent urination and dizziness. At that time, the cgm was in a brief sensor error state, which had persisted for approximately four hours. The patient did not have access to a glucometer for backup glucose monitoring. In response to her symptoms, the patient self-administered insulin using her omnipod insulin pump; however, her symptoms persisted. The patient subsequently presented to the emergency room (ER) for evaluation. At the ER, a blood glucose (bg) meter reading indicated a glucose level of approximately 602 mg/dl, while the cgm remained in a sensor error state and was not displaying readings. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with intravenous (IV) fluids. Following treatment, her bg level decreased to approximately 300 mg/dl. The patient was discharged after less than 24 hours in the ER. At the time of reporting, the patient indicated she was doing well. Performance data was reviewed. A "no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.